Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus'), fallopian tube perforation ('perforation- fallopian tubes') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia") and dysmenorrhoea ("dysmennorhea (cramping)"). The patient was treated with surgery (B)(6) 2016 salping. (Bilateral), oophorectomy (unilateral), tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation and fallopian tube perforation outcome was unknown and the genital haemorrhage, female sexual dysfunction and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, genital haemorrhage and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: essure confirmation test (unspecified) - perforation. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received events "apareunia, dysmenorrhea (cramping),perforation- uterus, fallopian tubes" were added. Reporter information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus') and fallopian tube perforation ('perforation- fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion with novasure endometrial ablation". The patient's medical history included menometrorrhagia. Concurrent conditions included right lower quadrant pain, ovarian cyst and hernia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), female sexual dysfunction ("apareunia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (operative laparoscopy with right salpingooophorectomy,left salpingectomy removal of bilateral essure). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation and fallopian tube perforation outcome was unknown and the genital haemorrhage, female sexual dysfunction and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, genital haemorrhage and uterine perforation to be related to essure. The reporter commented: observed 2 trailing coils on left and right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure confirmation test (unspecified) - perforation. Concerning the injuries reported in this case, the following one was reported in patient¿s medical records: medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus') and fallopian tube perforation ('perforation- fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion with novasure endometrial ablation". The patient's medical history included menometrorrhagia. Concurrent conditions included lower abdominal pain, ovarian cyst and hernia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), female sexual dysfunction ("apareunia") and dysmenorrhoea ("dysmennorhea (cramping)"). The patient was treated with surgery (operative laparoscopy with right salpingooophorectomy,left salpingectomy removal of bilateral essure). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation and fallopian tube perforation outcome was unknown and the genital haemorrhage, female sexual dysfunction and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, genital haemorrhage and uterine perforation to be related to essure. The reporter commented: observed 2 trailing coils on left and right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure confirmation test (unspecified) - perforation. Concerning the injuries reported in this case, the following one was reported in patient¿s medical records: medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: medical record received. Reporter, concomitant condition, rcc added. Event essure insertion with novasure endometrial ablation was added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.